Manufacturer narrative:
(B)(4). Investigation summary: in response to the event a device history review was conducted for lot number 0063908. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the retention samples performed within specifications. Root cause description: there is torque force test monitoring for prn cap machines in the factory's internal manufacturing process. Thus, the torque of the product after prn assembly should be in accordance with the process, no actual sample was returned. There was no prn during the use, the prn fell off when the customer opened the package, which may be caused by the shock during the transportation process. No drop defect of indwelling needle prn was found during production and inspection, which may be caused by transportation or other reasons, causing slight release of indwelling needle prn, fell off when opening the package. Because the customer has no actual samples and no defect photos to return, the root cause of shedding of prn cannot be confirmed. Rationale: the severity is s2. (B)(4). Therefore, there is no need for CAPA.

Event description:
It was reported that the bd intima ii¿ IV catheters prn adapter was missing during use. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was given infusion treatment by using the closed intravenous indwelling needle. There was no heparin cap during the use,so it stopped using immediately and replaced."